Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event and was treated with unspecified antibiotics (dosage, route, and duration not reported). The cause was unknown. On an unreported date, the patient was discharged from the hospital and had recovered from peritonitis. The actions taken with pd therapy were not reported. No additional information is available.